Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that, following a pump replacement, the patient wasn¿t getting the same pain relief. An MRI was done and a mass was found at the catheter site. On 2014 (B)(6), a new catheter was implanted, but the patient still hadn¿t had the pain relief she had in the past. The patient¿s pain level was at a ¿5¿ and she was requesting that her pain medication be turned up, but was unsure if this was the right decision. The patient had an appointment scheduled for the report date to facilitate this. The patient went to the healthcare provider¿s (hcp) office on the previous friday and the hcp didn¿t think there was any reason to turn her medication up. It was noted that the patient had neuropathy from the waist down. The patient wanted to know what the need for more pain relief was due to. The device system was used to deliver bupivacaine and dilaudid.